Event description:
On 01/23/1999 following a diagnostic procedure an angio-seal device was placed in a pt's right groin. Bleeding was noted at the site, manual pressure held (duration unk) and a pressure dressing applied. Pt discharged to home. On 01/27/1999 readmitted to the hosp with complaint of claudication of the right leg. On 01/28/1999 an arteriogram, via the left groin, revealed complete occlusion of the right iliac. Clot also noted at the superficial femoral artery. On 01/29/1999 pt taken to surgery were a thrombectomy with a vascular graft patch were done. On 02/01/1999 the pt was infused with two units of packed red bleed cells. The incision site also had yellow drainage; however no antibiotic therapy given. As of 03/02/1999 there has been no further report to the MFR or complication or additional pt sequelae.